Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qq09, implanted: (B)(6) 2015, product type: lead; product ID 3889-28, lot# va0qq09, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a minor stroke a week prior to call. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.